Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a checkup. Upon interrogation, it was observed the implantable cardioverter defibrillator header did not received the lead fully causing high pacing lead impedance. The lead was re-inserted fully into the header and this corrected the issue. The patient was stable.